Event description:
Healthcare professional reported "severe seroma + capsular contracture baker grade IV and deformation" diagnosed via MRI. This record is for the left side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Phone (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "severe seroma + capsular contracture baker grade IV and deformation".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ deformation: no observed. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Later physician reported "implant was broken".

Event description:
Healthcare professional reported "severe seroma + capsular contracture baker grade IV and deformation" diagnosed via MRI. This record is for the left side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe as it is not related to the manufacturing process. Deformation: no observed. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.